Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the rep was not able to increase stimulation above 0.0 on one program and on a second program it couldn¿t be increased beyond 0.1v. The rep checked the limit while on the call and they had it on. The rep was able to increase stimulation after reprogramming the patient. The rep reported they didn¿t set the patient this way and suggested that it might be because the healthcare provider used a bovie. It was reviewed that the bovie shouldn¿t cause system limits and the caller noted they didn¿t have to re-enter the serial number with the clinician programmer which suggests that the device didn¿t have a power-on-reset (por), and they didn¿t have to reprogram the patient. The patient was able to increase stimulation further when the limit was off. Troubleshooting resolved the reported issue. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer's rep via the hcp (healthcare professional) reported the patient's weight at the time of the event was around (B)(6) pounds. No further complications were reported.